Manufacturer narrative:
The insulin pump received with frozen display followed by constant tone due to poorsolder joint at mother board. Button response could not be verified, due to frozen screen and constant tone. The insulin pump was received with a cracked reservoir tube lip,cracked battery tube threads, minor scratches on the lcd window, a scratched reservoir tube window and a broken off end cap.(B)(4)

Event description:
It was reported that the customer's insulin pump was emitting a constant tone, during a battery change and the buttons stopped responding. The customer was advised to remove the battery for five minutes and insert a new battery. The constant tone reportedly disappeared. The insulin pump was reportedly not exposed to moisture. The customer's blood glucose was 140 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.